Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. (B)(4) relates to (B)(4) for the reported issue of stent restenosis. (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6) 2010. This stent was implanted as part of the (B)(6) study. According to the complainant, the patient presented with a mid- biliary stricture. This stricture had been previously treated with both a sphincterotomy and a plastic stent. During the (B)(6) 2010 stenting procedure, the plastic stent was not removed and an additional sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was discharged (B)(6) 2010. On (B)(6) 2010, the patient underwent a per-protocol stent removal. On (B)(6) 2011, the patient presented with a recurrent stricture. The subject underwent re-intervention with three plastic stents.